Event description:
Post procedure pt received 8fr angioseal. Frank bleeding noted with fem-stop applied with poor profusion to right tower extremity. Dr (vascular) notified. Pt to surgery. Pt discharged home 07/26/2001.